Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 600 mg/dl. The customer had symptoms such as thirst and bathroom and treated with insulin pen. Customer's blood glucose value was 300 mg/dl. Troubleshooting was performed. The insulin pump passed the high pressure test. The insulin pump was not returned for analysis.